Event description:
It was reported that during a lower lobectomy, when the device was opened, the cartridge and staple retaining cover were not attached to the device. The device was reloaded and then misfired on the vessel. The staples did not form correctly. The surgeon had a clamp on the vessel so they were able to open another device and transect the vessel safely to complete the case. The second device also did not have the staple retaining cover in place. The second device fired ok. Patient information was requested but is not available.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.